Event description:
A report was received that the patient was experiencing seizure like symptoms wherein patient could not speak and the legs were shaking. The physician believed that symptoms were not device related and was psychosomatic. The patient underwent an early lead pull. The patient was doing well postoperatively.